Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. On (B)(6) 2023 at 11:45pm, the patient had a seizure due to hypoglycemia. It was reported that the cgm was displaying 47 mg/dl but a bg was not taken as the patient panicked and was brought to the hospital. The patient's parent reported that they were not with the patient during the time of the event but communicated with the patient through the phone with the patient's sister. The parent instructed the patient to drink juice after the parent received an alert on her follow app that the patient was low. However, prior to drinking the juice, the patient lost consciousness. The patient was taken to the emergency room and while at the hospital a bg was checked and it was 45 mg/dl while the cgm was displaying 138 mg/dl. The patient was treated with baqsimi (glucagon) and drank juice. At the time of the report on (B)(6) 2023, the patient was still at the hospital resting and their bg was in normal range. Follow up contact was made with the patient's parent on (B)(6) 2023 and they reported that the patient was admitted to the hospital for four days and was discharged the day of the follow up contact. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.